Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed a high pressure. The cause of the reported issue was a downstream occlusion sensor. The downstream occlusion sensor was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: unknown; no information has been provided to date. D4 - primary UDI number: di is unknown.

Event description:
It was reported that during infusion, the pump triggered an occlusion alarm. There was patient involvement, but no patient harm or adverse event reported.